Event description:
It was reported that, three to six months following an unspecified orthopedic procedure, the patient developed swelling and popping of the joint. The physician re-operated and noted marked deterioration of the joint.